Event description:
A (B)(6) male with an 8cm in diameter aaa underwent evar on (B)(6) 2011. The pt angiography was performed by another MFR's catheter and the lunderquist guide wire was inserted. The main body was inserted from pt left side. After the contralateral iliac leg was inserted from pt's right side, another ipsilateral iliac leg was inserted. After balloon inflation on the junctions and landing zone for optimal sealing, the final angiography was performed. It was found that some leakage of contrast from the middle of the ipsilateral leg graft. The doctor suspected there is some tearing or a hole along this graft which makes this leakage. No adverse effects to the pt as a result of this occurrence. An additional device was deployed within the suspected leaking graft and the endoleak was stopped. The surgery was successfully completed with no harm to the pt reported.

Manufacturer narrative:
No pt injury was reported. Endoleaks are labeled in the IFU. Event eval: still under investigation.